Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, t1 and t2 deployed simultaneously. Both anchors remain in the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The device has been severely deformed. It is undeterminable how the device came to be in this condition but use error cannot be ruled out. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. A review of the device history record confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.